Event description:
Sales rep reports that prior to use, the customer noticed a problem with the guidewire. It was curled at the end and cracked in half. There was no impact to a patient.

Manufacturer narrative:
Device not returned.